Event description:
Reviewed information regarding use before date. Hcp looking for letter reviewing the sterility of a product beyond it's use by date. Hcp used expired product in case back in (B)(6) 2012. Rep indicated that she product to case not realizing that it had expired. She reviewed with hcp that he could test leads by using the ins. Discussion in the or suite was had with medical staff which rep states she didn't partake in. Decision was made to use mltc. Hcp has been written up by the hospital due to this action and hcp wants information from mdt to defend his action. Miscellaneous information. An information request was made. Reviewed with rep there was no known labeling available to send to hcp regarding his request. No malfunctions were seen. No interventions were taken. The patient never acquired infection and is doing just fine. There are no devices to return.

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted and information provided supports the reason for no formal investigation because ubd was confirmed via the phone with patient services. The status of the (B)(4) remains unknown. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4). The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a formal investigation. (B)(4).